Manufacturer narrative:
The devices were not returned for evaluation. The clinical/medical investigation concluded that, per complaint details, the study patient experienced a post-operative anemia after a right cori-assisted total knee arthroplasty and was treated with 1000mg intravenous ferrinject. The provided electronic case report form (ecrf) documented the anticipated, mild, and serious adverse event (ae)(#1) was unrelated to the study device but possibly related to the study procedure and required in-patient or prolonged hospitalization with start date as (B)(6) 2022. The operative data & discharge ecrf documented a pre-op hempglobin of 13 and the ae summary noted an ¿improvement in hemoglobin count¿. The patients¿ outcome was documented as resolved with an end date of (B)(6) 2022. Post-operative blood loss anemia is a known possible risk with any surgical procedure and is not indicative of a malperformance of the component(s). The patient impact was the reported post-op anemia, medication therapy, and hospitalization. No further medical assessment is warranted at this time. A review of the production orders for legion cruciate retaining nonporous femoral size 2 right, legion highly cross linked polyethylene dished insert size 1-2 11mm, genesis ii non-porous tibial baseplate size 1 right and genesis ii oval resurfacing patellar 29mm did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of each device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. Post-operative blood loss anemia and constipation are known possible risks with any surgical procedure and are not indicative of a malperformance of the component(s). The risk management review is not applicable because no information was provided that relates the failure mode to the devices. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2022, the patient experienced a post-operative anemia. This adverse event was treated with IV ferrinject. The patient recovered.